Manufacturer narrative:
The reporting facility did not know the lot number of the affected product. As a result, a device history review was unable to be performed. The device used in the reported incident was discarded, therefore, a failure analysis is not possible , and the root cause is unable to be determined. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
Customer reported drawing air into the fluid delivery set when aspirating contrast, after they switch out a contrast bottle: they spike the bottle, allow the contrast to fill, and when they pull back on the syringe, they get air in the line. There has been no air injection or pt injury. The used device has been discarded.